Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited "mechanical breakdown" but had also reached elective replacement indicator. No patient symptoms or additional information was reported.